Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reported that the healthcare provider was not aware that the equipment lost all data. They had called manufacturer with reported issue and the reported issue was resolved with assistance of manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported by the patient that they'd had a pocket revision on (B)(6) 2021, (for which they noted a manufacturer company representative (rep) was not there,) and that since the revision, they had not been able to connect; they kept on receiving the message "no device found." It was noted that at first, the patient thought the connection issue had been related to the swelling, however the swelling had gone down. Patient services reviewed repositioning and the patient tried several times and then received the message that all data was lost. The meaning of the message was reviewed with the patient and that the ins needed to be reprogrammed. It was noted that the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient was going to call the health care professional (hcp) office to schedule a r eprogramming session with a local rep and the patient was going to ask the representative directly regarding what arrangements could be made for the patient to be seen closer.